Event description:
A male underwent aaa repair in 2009. The patient's anatomical form was considered suitable for endovascular repair. The procedure was conducted as prescribed. In the final angiogram, the physician found the right renal artery was blocked by the main body graft because the main body was placed on the upper side. The physician made a gap between the state graft and the renal artery with a balloon catheter and he placed another manufacturer's stent at the gapped space. Therefore, the renal artery was opened up an blood flowed normally. The cessation of blood flow during that time was over one hour and so the physician decided to take a wait-and-see approach. Twenty two days later, the physician confirmed the creatinine rose slightly and suspected a cholesterol thrombosis so the patient was still in the hospital. Current status of patient is unknown.

Manufacturer narrative:
Event eval: still under investigation.